Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their stimulator was malfunctioning. Patient said it felt like an electric was going through their middle spine, zapping them, which was painful. Agent asked, patient said the zapping started about 2 months ago, in the middle of january. Agent asked if patient had changed their settings or had any falls around that time. Patient then started to say that when they woke up, everything went numb on their whole entire left side so they tried to get up and go in the wheelchair to go to the bathroom, but fell. Then 2 days later they got into the chair and fell trying to get into the bathroom. Agent asked, patient confirmed the zapping started before their falls. The patient was redirected to their healthcare provider to further address the issue. Patient said the doctor's office told patient to call, agent reviewed role of rep and provided nas number for healthcare provider office to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.